Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteroscopy procedure in the ureter, performed on (B)(6) 2021. During the procedure, when the physician inserted the stent over the guidewire, it was noticed that the stent was buckled. The guidewire became jammed and was difficult to remove. Eventually, the guidewire was removed but was buckled. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.